Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2014: (B)(6) , md. Operative report. Preoperative diagnosis: small-bowel obstruction. Postoperative diagnosis: no evidence of small-bowel obstruction nor incarcerated umbilical hernia. Procedures performed: exploratory laparotomy, lysis of adhesions, and repair of umbilical hernia. Assistant: dr. Daniel brown. Anesthesia: general endotracheal. Estimated blood loss: minimal. Specimens: none. Drains: none. Complications: none. Condition: the patient¿s condition was stable at the end of the procedure. Indication for procedure: this is an unfortunate woman, who presented to the university of pennsylvania with a bowel obstruction. She had a cat scan of the abdomen and pelvis, which demonstrated a transition point in the right lower quadrant. The patient had had a previous surgical history notable for a pfannenstiel incision. She was admitted to the ess service and made nothing by mouth and placed on intravenous fluids. She initially seemed like she was going to resolve late last week, however, the had persistently elevated nasogastric tube outputs, abdominal pain, and obstipation. After thorough discussion of risks and benefits of the procedure with the patient, informed consent was obtained. Description of procedure: ¿the patient was brought from the holding area to the operating room and placed in the supine position on the operating room table. After successful induction of general tracheal anesthesia, the patient¿s safety time-out was performed. The patient was positively identified. Preoperative antibiotics consisting of unasyn were given. We then made a lower midline laparotomy from the patient¿s umbilicus to the level of her pfannenstiel incision. This was carried down through the skin and subcutaneous tissue using the bovie electrocautery. At this point, the fascia was identified and divided in the midline, taking care not to injure the intraperitoneal contents. Peritoneum was grasped and then retracted, and opened using scissors. The peritoneum was then opened superiorly and inferiorly to provide access to the peritoneal cavity. Of note, the bladder was taken down and reflected off the midline. We then turned our attention to running the small bowel. The small bowel appeared grossly normal in caliber with the exception that the proximal portion appeared somewhat dilated. We ran the small bowel from the ligament of treitz to the terminal ileum. We did not find any evidence of adhesions nor any point of transition. We did however note that the patient had an umbilical hernia, which may have possibly served as a point of obstruction. The fascia was then opened superiorly to include the defect at the umbilicus. The hernia sac was circumferentially dissected off the fascia and removed. At this point, having found no intra-abdominal pathology to explain the patient¿s symptoms, I should mention that we continued to run the bowel. The stomach was normal. The nasogastric tube was in proper position. The colon was normal throughout its course. We then close the patient¿s fascia using #1 maxon running 1 from above and 1 from below. Following this, the wound was washed and dried and hemostasis was assured using bovie electrocautery. We then closed the skin using a skin stapler. The patient tolerated the procedure well. There were no intraoperative complications. All sponge and needle counts were correct at the end of the case. I was present and scrubbed for the entire procedure.¿ (B)(6) 2016: (B)(6) , md. Operative report. Date of birth: (B)(6) 1971. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Procedure: laparoscopic ventral hernia repair with dualmesh gore-tex mesh. Assistant: matthew hornick, md. Anesthesia: general endotracheal. Estimated blood loss: minimal. Specimens: none. Drains: none. Complications: none. Condition: stable at the end of the procedure. Indication for procedure: this is an unfortunate 44-year-old female, who initially presented with a small bowel obstruction. She underwent a lysis of adhesions. She returned to the clinic later with an incisional hernia. She was scheduled to have this fixed last year, but was unable to schedule surgery for personal reasons. She returned approximately 1 year later. The hernia had enlarged somewhat over the course of the year, but at this point, we discussed the options of laparoscopic versus open ventral hernia repair. After a thorough discussion of the risks and benefits of the procedure, informed consent was obtained. Description of procedure: ¿the patient was brought to the operating room and placed in the supine position on the operating table. After successful induction of general endotracheal anesthesia, the patient¿s abdomen was prepped and draped in the standard surgical fashion. Prior to this, a foley catheter was placed using sterile technique. A surgical time-out was performed, and the patient was positively identified as the correct patient. Preoperative antibiotics consisting of ancef were given as well as 5000 units of subcutaneous heparin. We began by making a cutdown in the right upper quadrant. This was carried down through the skin and subcutaneous tissue using the bovie electrocautery. The peritoneum was then entered, and a hasson port was placed, and the patient¿s abdomen was insufflated. We inserted a camera. We could see that in the ventral hernia, there was a piece of omentum that was stuck to the hernia sac. We then placed a right-sided mid abdominal 5 mm port, and the laparoscopic harmonic scalpel was used to lyse adhesions between the hernia sac and the omentum, taking care to avoid any bowel. Once this was complete, we placed an additional 5 mm left-sided abdominal port. We then brought the gore-tex dualmesh onto the field. We placed #0 tevdek sutures in the 4 cardinal directions. This was then rolled up and introduced into the patient¿s abdomen through the right upper quadrant hasson port site. It was then unrolled in the patient¿s abdominal cavity, taking care to preserve the orientation and keeping the scuffed surface towards the patient¿s abdominal wall. At this point, stab incisions were made, and the suture passer was used to withdraw the sutures from the patient¿s abdomen. Once all 4 sutures had been withdrawn from the patient¿s abdominal wall, they were tied down. At this point, we used the laparoscopic tacker to tack the remainder of the mesh up. There was good overlap between the abdominal wall and the mesh with approximately 3 to 4 cm of overlay on the patient¿s abdominal wall. At this point, we removed out ports under direct visualization. She tolerated the procedure well. There were no intraoperative complications. All sponge and needle counts were correct at the end of the case, and I was present and scrubbed for the entire procedure.¿ (B)(6) 2016: penn medicine. Implant record. Inventory item: patch di 1 mm x 15 cm x 19 cm. Manufacturer: w.l. Gore associates. Size: 15 x 18 x 1. Laterality: n/a. Model/catalogue number: 1dlmcp04. Lot number: 13167980. Expiration date: 7/30/2017. Number implanted: 1. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/13167980) was implanted during the procedure. ??/??/17: [missing records: records for the CT scan showing ¿hernia around medial aspect of the hernia mesh containing nondilated small bowel¿ were not provided.] (B)(6) 2017: (B)(6) , md. Operative report. Bmi 35.84. Date of procedure: (B)(6) 2017. Preoperative diagnosis: recurrent supra-umbilical ventral hernia. Postoperative diagnosis: same. Procedure performed: recurrent ventral hernia repair with: removal of old displaced mesh from previous laparoscopic repair. Component separation and primary closure of posterior sheath. Placement of retrorectus polypropylene mesh. Primary closure of anterior sheath. Assistant: brett ecker, md & anna mydlowska, md. Anesthesia: general endotracheal. Intravenous fluids: 1700 cc. Urine: 430 cc. Estimated blood loss: 100 cc. Specimens: previous mesh. Drains: jackson-pratt drain x 1 in subcutaneous space. Complications: none. Findings: 5 x 7 cm fascia defect. No incarcerated bowel or omentum. Condition: stable to postanesthesia care unit, extubated. Brief indications for procedure: 45-year-old obese female with complex past surgical history including exploratory laparotomy for small bowel obstruction and most recently a laparoscopic ventral hernia repair with gortex [sic] dual mesh (07/29/16 with dr. Holena), who presents to clinic after referral from her primary care provider for increased epigastric abdominal pain that has gotten progressively worse over last 2 months. CT scan confirmed a hernia around medial aspect of the hernia mesh containing nondilated small bowel. On exam she is tender to palpation in epigastric regions and has a reducible hernia near umbilicus on valsalva. Patient was consented for a planned open recurrent ventral hernia repair with mesh (with excision of old mesh). Brief details or procedure: ¿the patient was identified in the operating room as tishira hanible. She then underwent placement of an epidural catheter by the anesthesia service. Following that she was placed supine on the operative table. I was present in the operating room from the time of her arrival where I remained scrubbed throughout the entire case serving as the primary surgeon throughout. Following administration of adequate intravenous sedation, the patient was intubated by anesthesia service and general endotracheal anesthesia was begun. A foley catheter was placed using sterile technique. The patient¿s abdomen was prepped and draped in a standard surgical fashion using duraprep. She received intravenous antibiotic prior to incision and head the appropriate deep vein thrombosis prophylaxis on board prior to induction. Next, we made a vertical incision over her area of maximal bulging in her supraumbilical region. This included the upper pole of her previous laparotomy incision and dissection was carried down through the skin and subcutaneous tissues until a large thick hernia sac was identified within the subcutaneous tissues. The contents of the sac were easily reducible and the sac was dissected free of the subcutaneous tissues completely down to the level of its base. Here, the base of the sac was opened revealing roughly a 5 x 7 cm fascial defect. The sac was excised from the subcutaneous tissues using primarily a bovie cautery. Next, attention was turned towards removal of the old gore-tex dual mesh material that was identified on the undersurface of the abdominal wall. This mesh was held in place by multiple spiral tackers around its periphery. There was an area where the tacks had come loose in the mesh was noted to be all up, thus accounting for the recurrent hernia. There were dense adhesions of bowel and omentum to this mesh, which were lysed sharply without injury to bowel or significant bleeding incurred from the omental tissue. All other adhesions to the anterior abdominal wall in the area of the hernia were cleared as well with sharp dissection and scant use of the bovie cautery. At this time, bilateral subcutaneous flaps wer [sic] raised circumferentially around the anterior surface of the fascial defect. Next, a component separation was performed, freeing the posterior sheath of the rectus abdominis muscle on both sides of the incision. Primary closure of the posterior sheath was then achieved with a running #1 maxon suture. This closure appeared tension-free. Next, a piece of bard polypropylene mesh was cut to the approximate size and place in the retrorectus space above the primary repair of the posterior sheath. This piece was secured to the rectus abdominis muscles with interrupted 0 prolene u stitches around the periphery along the linea semilunaris. The mesh had been soaked in antibiotic containing saline solution prior to insertion. Once the mesh was in, it was noted to lie with adequate tension in an underlay fashion. Attention was then turned towards primary closure of the anterior fascia over the mesh. This closure was performed with a running #1 maxon suture from each apex. This closure was also performed without tension. Next, the subcutaneous tissues were irrigated. A 10 french jackson-pratt drain was placed on top of the fascia at the base of the subcutaneous space. Its tubing was brought out through a stab incision just to the left of the lower apex of the incision and secured to the skin with a 2-0 prolene suture. The subcutaneous tissues were reapproximated to obliterate all dead space using interrupted 3-0 vicryl sutures and the skin was then sealed with staples. Dry sterile dressings were placed over the wound and around the jackson-pratt drain. The patient tolerated the procedure well. All sponge and instrument counts were correct x 2 at the conclusion of procedure. A wanding procedure was also performed to confirm no retained laparotomy pads. The patient was extubated in the operating room and taken to the postanesthesia care unit in stable condition.¿ (B)(6) 2017: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2017 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information." It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: additional health effect- clinical code. . H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient code (3191: appropriate term not available for "mesh displacement") was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span september 15, 2014 through december 14, 2017 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: ¿ obesity, - bmi 35.84, ¿ umbilical hernia, ¿ (B)(6) 2014: bowel obstruction, ¿ (B)(6) 2016: ventral incisional hernia, ¿ (B)(6) 2017: recurrent supra-umbilical ventral hernia. Surgical procedures: ¿ unknown date: pfannenstiel incision, ¿ (B)(6) 2014: exploratory laparotomy, lysis of adhesions, and repair of umbilical hernia. ¿ (B)(6) 2016: laparoscopic ventral hernia repair with dualmesh gore-tex mesh. Implant: gore® dualmesh® plus biomaterial. ¿ (B)(6) 2017: recurrent ventral hernia repair with removal of old displaced mesh from previous laparoscopic repair. Component separation and primary closure of posterior sheath. Placement of retrorectus polypropylene mesh. Primary closure of anterior sheath. Dense adhesions of bowel and omentum to mesh. Implant: bard polypropylene mesh. Relevant medical information: ¿ (B)(6) 2014: operative report: exploratory laparotomy, lysis of adhesions, and repair of umbilical hernia . - indication for procedure: ¿this is an unfortunate woman, who presented with a bowel obstruction. She had a cat scan of the abdomen and pelvis, which demonstrated a transition point in the right lower quadrant. The patient had a previous surgical history notable for a pfannenstiel incision. She was admitted to the ess service and made nothing by mouth and placed on intravenous fluids. She initially seemed like she was going to resolve late last week, however, the [sic] had persistently elevated nasogastric tube outputs, abdominal pain, and obstipation. After thorough discussion of risks and benefits of the procedure with the patient, informed consent was obtained.¿ - procedure: ¿we then made a lower midline laparotomy from the patient¿s umbilicus to the level of her pfannenstiel incision. This was carried down through the skin and subcutaneous tissue using the bovie electrocautery. At this point, the fascia was identified and divided in the midline, taking care not to injure the intraperitoneal contents. Peritoneum was grasped and then retracted, and opened using scissors. The peritoneum was then opened superiorly and inferiorly to provide access to the peritoneal cavity. Of note, the bladder was taken down and reflected off the midline. We then turned our attention to running the small bowel. The small bowel appeared grossly normal in caliber with the exception that the proximal portion appeared somewhat dilated. We ran the small bowel from the ligament of treitz to the terminal ileum. We did not find any evidence of adhesions nor any point of transition. We did however note that the patient had an umbilical hernia, which may have possibly served as a point of obstruction. The fascia was then opened superiorly to include the defect at the umbilicus. The hernia sac was circumferentially dissected off the fascia and removed. At this point, having found no intra-abdominal pathology to explain the patient¿s symptoms, I should mention that we continued to run the bowel. The stomach was normal. The nasogastric tube was in proper position. The colon was normal throughout its course. We then close [sic] the patient¿s fascia using #1 maxon running 1 from above and 1 from below. ¿ implant preoperative complaints: ¿ (B)(6) 2016: indications: ¿this is an unfortunate 44-year-old female, who initially presented with a small bowel obstruction. She underwent a lysis of adhesions. She returned to the clinic later with an incisional hernia. She was scheduled to have this fixed last year, but was unable to schedule surgery for personal reasons. She returned approximately 1 year later. The hernia had enlarged somewhat over the course of the year, but at this point, we discussed the options of laparoscopic versus open ventral hernia repair. After a thorough discussion of the risks and benefits of the procedure, informed consent was obtained.¿ implant procedure: laparoscopic ventral hernia repair with dualmesh gore-tex mesh. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp04/13167980, 15cm x 19cm x 1mm thick, oval]. Implant date: (B)(6) 2016. ¿ wound classification: unknown. ¿ description of hernia being treated: ¿we began by making a cutdown in the right upper quadrant. This was carried down through the skin and subcutaneous tissue using the bovie electrocautery. The peritoneum was then entered, and a hasson port was placed, and the patient¿s abdomen was insufflated. We inserted a camera. We could see that in the ventral hernia, there was a piece of omentum that was stuck to the hernia sac. We then placed a right-sided mid abdominal 5 mm port, and the laparoscopic harmonic scalpel was used to lyse adhesions between the hernia sac and the omentum, taking care to avoid any bowel. Once this was complete, we placed an additional 5 mm left-sided abdominal port.¿ ¿ implant size and fixation: ¿we then brought the gore-tex dualmesh onto the field. We placed #0 tevdek sutures in the 4 cardinal directions. This was then rolled up and introduced into the patient¿s abdomen through the right upper quadrant hasson port site. It was then unrolled in the patient¿s abdominal cavity, taking care to preserve the orientation and keeping the scuffed surface towards the patient¿s abdominal wall. At this point, stab incisions were made, and the suture passer was used to withdraw the sutures from the patient¿s abdomen. Once all 4 sutures had been withdrawn from the patient¿s abdominal wall, they were tied down. At this point, we used the laparoscopic tacker to tack the remainder of the mesh up. There was good overlap between the abdominal wall and the mesh with approximately 3 to 4 cm of overlay on the patient¿s abdominal wall. At this point, we removed out ports under direct visualization.¿ explant preoperative complaints: ¿ (B)(6) 2017: indications: ¿45-year-old obese female with complex past surgical history including exploratory laparotomy for small bowel obstruction and most recently a laparoscopic ventral hernia repair with gortex [sic] dual mesh (B)(6) 2016, who presents to clinic after referral from her primary care provider for increased epigastric abdominal pain that has gotten progressively worse over last 2 months. CT scan confirmed a hernia around medial aspect of the hernia mesh containing nondilated small bowel. On exam she is tender to palpation in epigastric regions and has a reducible hernia near umbilicus on valsalva. Patient was consented for a planned open recurrent ventral hernia repair with mesh (with excision of old mesh).¿ explant procedure: recurrent ventral hernia repair with removal of old displaced mesh from previous laparoscopic repair. Component separation and primary closure of posterior sheath. Placement of retrorectus polypropylene mesh. Primary closure of anterior sheath. [Implant: bard polypropylene mesh]. Explant date: (B)(6) 2017. ¿ wound classification: unknown. ¿ findings: ¿5 x 7 cm fascia defect. No incarcerated bowel or omentum.¿ ¿ operative report: ¿next, we made a vertical incision over her area of maximal bulging in her supraumbilical region. This included the upper pole of her previous laparotomy incision and dissection was carried down through the skin and subcutaneous tissues until a large thick hernia sac was identified within the subcutaneous tissues. The contents of the sac were easily reducible and the sac was dissected free of the subcutaneous tissues completely down to the level of its base. Here, the base of the sac was opened revealing roughly a 5 x 7 cm fascial defect. The sac was excised from the subcutaneous tissues using primarily a bovie cautery. Next, attention was turned towards removal of the old gore-tex dual mesh material that was identified on the undersurface of the abdominal wall. This mesh was held in place by multiple spiral tackers around its periphery. There was an area where the tacks had come loose in the mesh was noted to be all up , thus accounting for the recurrent hernia. There were dense adhesions of bowel and omentum to this mesh, which were lysed sharply without injury to bowel or significant bleeding incurred from the omental tissue. All other adhesions to the anterior abdominal wall in the area of the hernia were cleared as well with sharp dissection and scant use of the bovie cautery. At this time, bilateral subcutaneous flaps wer [sic] raised circumferentially around the anterior surface of the fascial defect. Next, a component separation was performed, freeing the posterior sheath of the rectus abdominis muscle on both sides of the incision. Primary closure of the posterior sheath was then achieved with a running #1 maxon suture. This closure appeared tension-free. Next, a piece of bard polypropylene mesh was cut to the approximate size and place in the retrorectus space above the primary repair of the posterior sheath. This piece was secured to the rectus abdominis muscles with interrupted 0 prolene u stitches around the periphery along the linea semilunaris. The mesh had been soaked in antibiotic containing saline solution prior to insertion. Once the mesh was in, it was noted to lie with adequate tension in an underlay fashion. Attention was then turned towards primary closure of the anterior fascia over the mesh. This closure was performed with a running #1 maxon suture from each apex. This closure was also performed without tension. Next, the subcutaneous tissues were irrigated. A 10 french jackson-pratt drain was placed on top of the fascia at the base of the subcutaneous space. Its tubing was brought out through a stab incision just to the left of the lower apex of the incision and secured to the skin with a 2-0 prolene suture. The subcutaneous tissues were reapproximated to obliterate all dead space using interrupted 3-0 vicryl sutures and the skin was then sealed with staples.¿ ¿ a pathology report detailing analysis of the device removed during the (B)(6) 2017 procedure was not provided. Conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 13167980. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2016 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh displacement, mesh removal, and additional surgery. Additional event specific information was not provided.